Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue and found the instrument to have incurred an unclamp failure based on a log review. The logs indicate that there was a single unclamp failure while a white 45mm reload was installed. The unclamp failure occurred on the instrument¿s third install during the procedure and there was one successful clamp and one reload firing before the reported issue occurred. The unclamp failed at 23.21% completion. Of the three clamps attempted during the procedure, two were incomplete. Additionally, the instrument was found to have a broken grip cable at the proximal end (in the housing), which is indicative of stapler release kit (srk) usage. System log investigation: a review of the instrument log for the stapler 45 (pn: 470298-12, batch-sequence: t11181003- 0043) associated with this event has been performed. Per a review of the logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred when the instrument had 33 uses remaining. Image/video review: no image or video clip for the reported event was submitted for review. This complaint is being reported because the stapler 45 instrument was reported to have become stuck on tissue and was found to have incurred an unclamp failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Additional failure analysis findings not related to the reportable event: the instrument was found to have loose staples lodged in the jaws of the stapler 45 instrument at the disposable loading unit (dlu) pins, which are part of the reload detection system. The dlu pins are located distal of the drivetrain and staples being stuck on the pins would not affect the customer's ability to clamp/unclamp. Additionally, the grinding noise is not believed to be related to staples being lodged at this location. Device expiration date was left blank as this instrument has 50 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 17th use of the instrument and, therefore, the instrument was not expired at the time. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a stapler 45 instrument was stuck on tissue. The customer contacted intuitive surgical, inc. (Isi) technical support while attempting to use an instrument release kit (irk) without success. The isi technical support engineer (tse) had the customer ensure that the system was in a fault state and instructed them to use the stapler release kit (srk). The customer located the srk and followed the instructions on the srk instruction plate and was able to release the instrument from tissue. The customer reported that ¿it was noisy while using the instrument,¿ but could not determine if the noise was coming from the universal surgical manipulator (usm) arm or the instrument. The isi tse advised the customer to remove the stapler instrument from service. The procedure was completed as planned with a non-robotic stapler instrument and there was no reported patient harm, injury, or adverse outcome. It was reported that the procedure was delayed between 15 and 30 minutes. Isi followed-up with a nurse from the site and obtained the following additional information regarding the reported event: the nurse was called into the operating room (or) when the reported issue occurred. The nurse corroborated the information initially reported and indicated that the surgeon managed to release the tissue by pulling the stapler 45 instrument away from the tissue gently and slowly. The nurse confirmed that there was no bleeding. The nurse confirmed that the procedure was completed successfully with no harm to the patient. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported issue. The isi fse communicated with the customer and was informed that the reported noise was a ¿grinding noise.¿ an isi fse tested the system, but was unable to reproduce the noise and found no system related issues that would explain the reported event, which indicated that the reported issue most likely resided with the stapler 45 instrument.